Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system stop was able to be confirmed. The system monitor was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days (23jan2024 ¿ 29jan2024 per timestamp). Three separate intentional pump stop events were recorded on 28jan2024 between 10:08:26 ¿ 10:09:55. The events resulted in the pump speed to fall below the low-speed limit (lsl) and to fully stop between 10:09:49 ¿ 10:09:50. The pump was able to regain speeds above the lsl shortly after falling below the lsl. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided 15apr2024 stated that the patient pressed multiple buttons on the system monitor. The root cause of the reported event was conclusively determined to be caused by user error. The device history records for the system monitor were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in a disoriented mental state due to an acute infection and pressed multiple buttons on the system monitor screen; the event was witness by the patient's family. Log files were submitted for review. The log file recorded "(f69) intentional pump stop" alarms where the pump stop feature was enabled on 3 occurrences 28jan2024 from 1008-1009 at the heartmate touch monitor, which caused transient lvad_off alarms. The pump was restarted at 1009 and remained on for the remainder of the log file. The patient did not have any adverse consequences as a result of the pump stop.